Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap prostate. According to the reporter: during the case, when he took out the trocar from the package, he found that a small piece of metal (as attached aside the trocar) has fallen off and the locking latch didn't work. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.